Manufacturer narrative:
The condition of received constant alarm when attempting to run was confirmed through evaluation. The condition was due to a separated motor. The motor was replaced to correct the reported condition. (B)(4).

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device has not been previously sent into service for the reported condition. (B)(4).

Event description:
A baxter service technician reported finding a infusor pump with "received constant alarm when attempting to run". This event occurred during product evaluation. There was no patient injury or medical intervention necessary. No additional information is available.